Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found wear and tear damage to enclosure, front cover, tank cover and line cord, as well as an outdated pcb and power switch. Device was filled with water, temperature check attached and powered on. The complaint has been confirmed as the microswitch is bent. The problem source has been determined to be user interface; device deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device disposable has alarm failure. No patient involvement.